Event description:
During a review of programming history for the vns pt¿s pulse generator to perform a battery life calculation, it was noted that on (B)(6) 2004, a faulted system diagnostic test occurred. There was no final interrogation done to ensure proper device settings. The next time, the pt¿s pulse generator was interrogated on (B)(6) 2004, where the programmed off time was noted to be 60 minutes.

Manufacturer narrative:
Method: analysis of programming history.